Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from the manufacturer representative (rep). Additional information stated that tech services reviewed the break in therapy prior to the rep hanging up, but then was unable to review calculations that the patient would receive 400 mcg dose for 23 hours' 53 mins - 34 hours 41 mins. The rep could be heard reviewing options with the hcp as they hung up the phone. The rep called back in and stated they were told earlier today ((B)(6) 2018) that the patient was currently in the intensive care unit (ICU) and the hcp needed to be refreshed on what was shared with them yesterday regarding the dose amount per day based on the three different concentrations. The rep had initially been told that the patient was still responsive, but the rep stated that they just received a text from the physician's assistant (pa) saying that the patient was easily awakened, responsive and twitching. Tech services confirmed the numbers for how long the patient was receiving drug; 20 hours and 38 mins for 1500 mcg/ml, about 4 hours for the empty catheter piece, 23 hours 53 mins to 34 hours 41 mins for receiving the 400 mcg/day dose on the 2000 mcg/ml drug in the pump tubing, then back to 300 mcg/day at 1000 mcg/ml drug from the reservoir.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial#: (B)(4), implanted: (B)(6) 2018, product type: pump. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) regarding a patient receiving an unknown compounded drug (unknown dose and concentration) via an implantable pump for intractable spasticity an spinal cord injury/spinal cord disease. On (B)(6) 2018, during a pump replacement surgery, the surgeon was trying to empty the catheter and was not getting anything back. The hcp was unable to achieve any cerebrospinal fluid (csf) backflow. The rep later called back and stated that the hcp was not able to clear the catheter and in order to connect the pump to the existing catheter, they had to remove 15 cm of the existing catheter and replace it with 15 cm of a replacement catheter. They were unable to fill the new portion so it remained empty. The rep stated that they did a backtable prime on the new pump with 2,000 mcg/ml concentration. The rep stated that the hcp then decided to dilute the drug in the reservoir after the backtable prime. The system contained the following; 1,000 mcg/ml in reservoir, 2,000 mcg/ml in pump tubing, 1,500 mcg/ml in the existing spinal segment of the catheter that was not cleared. The rep then stated that the hcp wanted to run the initial drug at 300 mcg/day (1,500 mcg/ml). The patient was receiving 500 mcg/day prior to the replacement. The hcp wanted to deliver the rest of the drug at 300 mcg/day (1,000 mcg/ml). Programming was reviewed with the rep. The patient would have a break in their therapy due to the empty portion of catheter that would last about 3 hours and 58 minutes. There were no reported patient symptoms.